Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was implanted within the patient on (B)(6), 2011. According to the complainant, the patient had an esophageal stricture due to cancer. The stricture was located from 30-34cm in the esophagus. The stent was successfully implanted on (B)(6), 2011. On (B)(6), 2011, the patient returned to the hospital for a follow-up visit. However, endoscopic images showed that stent had migrated by 5cm. The stent was left implanted and the physician placed a second ultraflex stent. The second stent was placed from 30-40cm in the esophagus, slightly above the first stent. There were no complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."